Event description:
Medtronic received information that a patient treated with a ped3 pipeline had a symptomatic intraparenchimatous right frontoparietal hemorrhage. The patient was hospitalized and medical intervention was required. The event was life threatening with disability. The event had a casual relationship with the procedure and a probable relationship with the antiplatelet medication. The event is resolving. The patient was being treated for an aneurysm in the right internal carotid artery (ica) c6 segment. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 9mm. Aneurysm dome height: 9mm. Aneurysm dome width: 8mm. Aneurysm neck size: 5mm. Parent artery diameter distal to aneurysm: 3.6mm. Parent artery diameter proximal to aneurysm: 3.8mm. Significant stasis at the end of the procedure. Complete neck coverage at the end of the procedure. Raymond and roy occlusion class 3 at the end of the procedure. Additional information received reported that the patient was recovering/resolving. Additional information received reported that per source, subject developed a uti following the 28dec2022 study procedure and was treated w/antibiotics. Also, the patient experienced htn and a. Fib requiring medical management. Additional information received reported that the patient recovered/resolved on 2023-03-10. Additional information received reported there was left side hemiparesis. Spontaneous cause unknown. Possibly due to dual antiplatel et treatment. Additional information received that per corelab image read of the 36month follow up visit mra imaging on (B)(6) 2025, reported "residual parenchymal defect on the right side after ich right hemisphere." Site already reported ae intracranial hemorrhage. There were no impacts to the patient reported. Medtronic received information regarding a patient who had a pipeline vantage implanted to treat a right internal carotid artery (ica) c6 segment fusiform aneurysm. The aneurysm max diameter was 9mm and the neck was 5mm. It was noted that full aneurysm neck coverage with significant aneurysm stasis achieved and raymond roy class 3 aneurysm occlusion observed at the end of the procedure on (B)(6) 2022. It was reported that on (B)(6) 2023, the patient developed low grade fever associated with urinary tract infection (uti). The patient's condition was noted to be resolved and the patient recovered on (B)(6) 2023. The event did not result in or prolong patient hospitalization. No additional intervention was reported. The event was not life-threatening and did not result in a patient disability. Site assessment concluded that the event had a causal relationship to the procedure but was not related to the device. Additional information received reported additional treatment was given. Uti was treated with antibiotics; initially amoxicillin/clavulanic acid, then changed to pipertazo, and finally ¿de-escalated¿ to cefepime. Update received indicating event description terminology updated to "systemic infection" however, event information reported remains indicating the patient had a low grade fever associated with uti. No other new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.